Event description:
Using the coring needle, after obtaining access, needle was in place. After attempting to remove center of jamshidi, the cap/top came off leaving the needle inserted into the patient¿s iliac crest. New bone marrow kits being evaluated due to multiple broken needles.